Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. According to the customer-provided reprocessing information, there were no deviations from the device instructions for use. Olympus determined the that foreign material that remained in the device was likely silicone rubber. The probable cause of the malfunction is likely that pieces of rubber have fallen off due to corrosion of the rubber parts and have accidentally entered the air/water channel. However, a definitive cause was not established and the source of the material was not confirmed. The event can be detected by following the instructions for use which state: IFU states that inspection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection, "section 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.